Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. T1 is free from the needle. The suture has been pulled out of the fixed straw. T2 remains in its customary location on the insertion needle. The device was not returned in the condition of the reported complaint of ¿t2 falling off¿. T2 was able to be advanced and deployed as intended. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during a meniscal repair procedure, after t1 was implanted, t2 fell off. All of the t was removed from the articular cavity and a backup device was used to complete the surgery. No patient injury reported.